Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted (B)(6)2013. (B)(4).

Event description:
It was reported that there were alerts on the right ventricular lead for high and varying impedance and high sensing integrity counter. The lead also had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.